Event description:
It was reported that a patient had a left total knee arthroplasty implanted on an unknown date nineteen years ago. Subsequently, the patient was revised three months ago due to pain, instability, and difficulty ambulating. X-rays revealed fracture of the tibial implant with loosening and considerable bone loss. During the revision, the patella was found in the suprapatellar pouch with large pieces of cement in the area as well. The femoral component was not loose, but large lysis margins were noted. The polyethylene inlay was also found broken along with the medial part of the tibial component which was grossly loose. All components were removed without complication. The tibial and femoral components were replaced with unknown product. The patella was further resected without a new replacement. No intraop complications were identified. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a1, b4, b5, b7, d10, g3, g6, h1, h2, h6, h11. D-10: 3021180001, refobacin plus bone cement 20x2, lot 98255127. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of use (scratches, bone cement) and confirming that the tray is fractured with all pieces returned. The poly articular surface is also fractured but likely caused by the tibial fracture. The tray was sent for fracture analysis which identified that step-like artifacts were observed which suggests a fatigue mode of failure. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. The review identified a left total knee arthroplasty with a fractured medial tibial component. Lucency along the medial tibial metaphysis with associated bony fracture. Calcified loose body within the suprapatellar bursa. Significant osteopenia is noted along the proximal tibia which could have contributed to the fracture. Medical records were provided and reviewed by a health care professional. The review identified morbid obesity as contributing factor to the event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent bicondylar surface replacement eighteen years ago. Subsequently, three weeks ago, fracture of the medial part of the tibial component with an existing medial tibial defect occurred. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 ¿ item#, unknown, unknown femoral component, lot# unknown. G2 ¿ foreign ¿ germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D-10: 155424, agc trad univ intlk fem 70, lot # 831565. 11-150822, bmet arcom ap patella 34mm, lot #282770. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent bicondylar surface replacement nineteen years ago. Subsequently, two months ago, a revision surgery was performed due to fracture of the medial part of the tibial component with an existing medial tibial defect. Tibial and femoral components as well as a bearing were explanted. Attempts have been made and no further information has been provided.